Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell onto her head after implantation surgery. She has severe neurological problems following a head trauma several years ago. She is always in hyper pressure during breathing, and during the night she needs assistance to breathe. At activation, the ground path impedance was very high and no stimulation was possible. The surgeon decided to apply a compressive band for a month. After this period, the situation worsened. Two months ago, a big air bubble appeared and the patient underwent a revision surgery. Today the situation is the same. There is no improvement and no ci stimulation is possible. Testing carried out on (B)(6) 2011 shows 10 electrode channels in status hi and no ground path impedance (gpi) could get measured.